Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ continuously alarms. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device emitted a continuous alarm. The fse evaluated the device and confirmed the reported issue. The fse performed a manual operation check, which resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as the operations check resolved the reported issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse performed a manual operation check, which resolved the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.